Event description:
It was reported that the pt felt great stimulation at 3v. When the pt moved around they felt too much stimulation. The led impedance measurements were greater than 4,000 ohms. Further info is being requested from co rep.

Event description:
The company representative confirmed that they have programmed the device around the open circuits. The patient was trying the new settings to see how effective they were for her. Further information is being requested from the hcp.

Event description:
It was reported that the high impedance measurements happened at implant. The lead was repositioned and anchored which resulted in normal impedances. After surgery and upon re-testing, some of the impedance readings were high again, but not as many as before. The device was programmed around the open circuits and the patient received therapy. The specific cause of the issue was unk.